Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a stent retriever, and a sheath. During the procedure, the physician completed three passes in the target location using the red72 and the stent retriever. While removing the red72 from the patient, the physician found that it was stretched and fractured on the distal length. The distal segment of the red72 was removed while removing the stent retriever from the patient. The procedure was completed using a new red72 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: 1. Section d. Box 9. Device available for evaluation? 2. Section h. Box 6. Type of investigation 1. 3. Section h. Box 6. Investigation findings 1. 4. Section h. Box 6. Investigation conclusions 1. 5. Section h. Box 11. Additional manufacturer narrative. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.